Event description:
The user facility reported that the lower door of the warming cabinet fell and struck an employee's leg. The employee went to the emergency room where she was instructed to leave work, apply ice to her leg and elevate it. The employee is fine with no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the warming cabinet with the ge biomedical personnel and found that the hinge pin was missing, causing the door to fall. The steris service technician observed (B)(4) replace the hinge pin in the warming cabinet door. The warming cabinet was returned to service and no further issues have been reported. The equipment is not under steris service contract and is currently maintained and serviced by a 3rd party. The manual states (pp.4-1): "verify that door hinges and door hinge pins are secure. Use loctite # 242 if needed (monthly)." The user facility confirmed that the preventative maintenance for the warming cabinet will be performed as required in the operator manual going forward.